Event description:
During a colonic stent placement, the user selected a cook endoscopy colonic z-stent in an attempt to clean out the bowel before a colon resection. The patient had a large bowel obstruction secondary to the colon stricture. The stricture to be stented was reported to be malignant, 1mm in diameter, 6cm in length, at a right angle in the descending colon. A cannula was used to assist advancing the wire guide through the 1mm stricture. Once the wire guide was in place though the stricture, several attemps were made to advance the 8cm colonic z-stent and introduction system (device 1) into place. The introduction system kinked and was unable to be passed through the stricture, dilation of the stricture was performed at this time. Another colonic z-stent, 6cm in length, (device 2) was advanced into the colon. The intro system kinked and was unable to be passed through the stricture. The procedure was terminated and the medical professional alleged that because the stents would not deploy, the patient underwent surgery for a colostomy. The medical professional indicted if the stent placement had been successful, the patient would have avoided the colostomy and would only have required the colon resection (not both colostomy and resection). The patient did not experience any adverse effects due to the performance of the stent introduction systems. Nothing had to be retrieved from the patient due to the performance of the stent introduction systems. For suspect medical device info on the device 2, see report number 1037905-2007-00174.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for these lot numbers, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, this report represents an unusual occurrence. Conclusions: the info provided indicated the area to be stented was 1mm in diameter, at a right angle and was being stented to prepare the patient for a colon resection. The very small diameter of the stented area, as well as the stricture's right angle, are the causes for the reported difficulty with introduction system advancement and kinking of the intro systems. The intended use is listed in the instructions for use booklet and states the following: "the colonic z-stent is a self-expanding, tubular prosthesis used to maintain patency of malignant colonic strictures in patients having high operative risk and/or advanced disease." The instructions for use direct the user not the use the device for any purpose other than the stated intended use. The contraindications listed in the instructions for use booklet include strictures that cannot be dilated to 10mm and surgical resection candidates. The relative contraindications listed in the instructions for use booklet include acutely angled stenosis. Based on the description of the pt's condition and the medical professional's intended purpose for stent placement, use of these stents in this case was against the intended use and contraindicated. The instructions for use caution the user that the area to be stented should be dilated to a minimum of 10mm prior to advancing the introduction system into the colon. The medical professional indicated the area to be stented was dilated and the diameter of the stricture was 1mm. If add'l pressure was applied to the introduction systems, perhaps in response to resistance, this could have caused the reported kinks in the introduction systems. The length of the colonic stricture was reported to be 6cm. The stents to be placed were 8cm and 6cm in length respectively. The instructions for use caution the user that a minimum stent length of 4cm longer than the lesion is recommended to bridge the stricture. The appropriate size of the stent for a 6cm stricture is a minimum of 10cm. Prior to distribution, all colonic z-stents are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that these lots met mfg requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the stents were used in contradiction with the instructions for use. This report represents an unusual occurrence. Customer quality assurance will continue to monitor for trends.